Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced an inssue of infusion set leakage on (B)(6) 2024. The blockage was located at tubing. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: netherlands.